Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was in the 400s mg/dl, and the meter bg reading was in the 180s mg/dl. Reportedly, a second cgm bg reading was in the 400s mg/dl, and the meter bg reading was 120 mg/dl. Due to the inaccuracies, the customer experienced a low bg of 53 mg/dl. Subsequently, the customer¿s head was hit due to losing consciousness and no permanent damage was sustained. Customer was treated for the low bg by paramedics; however, customer could not recall the type of treatment received. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer